Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin reaction. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Insulet received a report from (B)(6)t (reference number (B)(4)) on behalf of a diabetes specialist nurse (healthcare unit's internal reference number: (B)(4)). It was reported that the patient applied a pod to the left arm and received a skin reaction. The patient experienced skin injury and damage, which was suspected to be caused by the pod adhesive. The patient was reported to the (B)(6).